Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor falied incoming testing. Upon evaluation, the monitor belt receptacle was pulled from the monitor case, damaging the j1001 connector. The cause of the code 204 and incoming test failure is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged receptacle and connector. The root cause of the damaged receptacle and connector is excessive force placed at the receptacle. No adverse events occurred as a result of the defective monitor.

Event description:
09/30/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll indicating that a patient's monitor was failed incoming functionality testing.